Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2020 the system was used. There was no indication of any problem in the log, most likely there was no issue with the central control monitor. Pump icons can flicker when the pump was running. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) observed the flickering on all pump icons and to be inherent to the screen. It does not interfere with the pump or the system function. The unit was release tested and the perfusionist was satisfied with the release testing. He did not wish for a loaner or any further service activities.

Event description:
It was reported that during cardiopulmonary bypass (cpb) procedure, the pump icons on the central control monitor (ccm) were flickering. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team encountered an issue during a cpb procedure on (B)(6) 2020 and stated that they were seeing a flickering of the pump icon on the centrifugal icon on the ccm. This did not cause a functional failure, but the team was concerned because it was different than what they were used to and was out of the ordinary. This did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event. The case continued without issue.